Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported the stent was damaged and moved on the balloon. A 4.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected. However, during removal of the stent cover, resistance was encountered and it was noted that the stent unraveled and was partially off from the stent delivery system balloon. The procedure was completed using a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The distal half of stent was stretched over the tip and damaged. The outer diameter (od) of undamaged stent is within specifications. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. There were several inner and outer kinks throughout the distal shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported the stent was damaged and moved on the balloon. A 4.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected. However, during removal of the stent cover, resistance was encountered and it was noted that the stent unraveled and was partially off from the stent delivery system balloon. The procedure was completed using a non-bsc stent. No patient complications were reported.